Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material could not be identified. There was no physical damage found at the point of the foreign object. The legal manufacturer was unable to confirm if there was any deviations from the reprocessing steps in the instructions for use. As the type of material or root cause was not identified, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.